Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt of the filter. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), perforation of filter struts into organs and filter tilt, approximately sixteen years and one month post implant. According to the medical records, the patient had a history of severe clinical obesity. The filter was placed via the right common femoral vein and deployed in the distal inferior vena cava without difficulty. The patient tolerated the procedure well. There were no immediate complications recognized. Approximately fifteen years and five months post implant a computed tomography (CT) scan was performed and was re-evaluated sixteen years and one month post implant. The review found that the filter is tilted medially and laterally, and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc wall. No fracture fragments are identified. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of severe clinical obesity. The filter was deployed via the patient's right side common femoral vein. The filter was placed in the distal inferior vena cava without difficulty. The patient tolerated the procedure well. There were no immediate complications recognized. Computed tomography (CT) scans done approximately fifteen years and five months after the index procedure were re-evaluated sixteen years and one month after the index procedure. The review found that the superior end of the filter is at the mid l3 vertebral body. The filter is tilted medially at the superior end and it contacts the inferior vena cava (ivc) wall. The ivc filter is tilted laterally at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc wall. Two (2) anterior struts perforate the ivc wall 3mm and 6mm and reside within the soft tissues. One (1) medial strut perforates the ivc wall 9mm and contacts the aorta. Two (2) posterior struts perforate the ivc wall 3mm and 5mm and reside within the soft tissues. One (1) lateral strut perforates the ivc wall 8mm and contacts the right gonadal vein. No fracture fragments are identified.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the ivc, perforation of filter struts into organs and filter tilt. The patient became aware of the reported events approximately sixteen years and one month after the index procedure.